Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. It was determined a lead integrity alert (lia) triggered due to high rate non-sustained episodes and numerous short v-v intervals. Additionally, tracing shows oversensing on the ventricular channel. No patient complications have been reported as a result of this event. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.